Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported pre-operative that the blade was not rotating. After 2 rotations the device was heating up. There was no patient involvement.

Manufacturer narrative:
Device evaluation has been completed. Analysis could not confirm the reported event of heating up. Pre-repair temperature testing was performed on the device. Pre-repair temperatures after running the device for 1 minute were the following: gear ¿ 83.3 degrees f, motor ¿ 82.3 degrees f and bearing¿ 80.6 degrees f. Analysis indicated that there was no physical damage to the device and the hi-pot test passed. The earth ground test on the device failed. The device had intermittent rotation in the oscillation mode. The knob assembly was jammed. The motor/cable assembly was faulty.

Event description:
Additional information received indicating that the handpiece heated up within a few minutes. Another handpiece was used to complete the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.